Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is refusing to wear the device. Parent reports that the child bumps her head a lot. Re-implantation is planned. No date for surgery has been set.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
In situ measurements showed some affected channels. The recipient is non-verbal and cannot give feedback regarding hearing performance with the device. Parent reports that the child bumps her head a lot. The recipient_s device was reprogramed to accommodate the changes and was able to wear the device without discomfort. The recipient will be seen again in a month for follow-up. Per further information received, the clinic would like to pursue re-implantation as the recipient is now refusing to wear the device. The recipient was re-implanted on (B)(6), 2018. Despite requested, the device was not received for investigation.

Manufacturer narrative:
(B)(4) submit MDR reports on behalf of (B)(4) corporation (exemption number e2015033).conclusion: damage to the active electrode under the silicone overmold, as might be caused by repeated external mechanical impacts, was determined to be the root cause of device failure. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In situ measurements showed some affected channels on the right side implant of the bilaterally implanted recipient. The recipient is non-verbal and cannot give feedback regarding hearing performance with the device. Parent reports that the child bumps her head a lot. The recipient_s device was reprogramed to accommodate the changes and was able to wear the device without discomfort. The recipient will be seen again in a month for follow-up. Per further information received, the clinic would like to pursue re-implantation as the recipient is now refusing to wear the device.the recipient was re-implanted.